Event description:
It was reported that the patient was unable to adjust their stimulation. The patient programmer displayed a 'call your doctor' icon and had a 'power on reset' (por) condition. The por could not be cleared by the patient and they were informed they would have to see their doctor or a company representative to clear the condition. It was noted that the patient was still able to charge the implantable neurostimulator (ins) and it was ¾ charged. It was also noted that the patient had recently had abdominal surgery and had not used the ins 'in a while.' Additional information was requested but was not available at the time of this report.

Event description:
Additional information showed the patient no longer had any concerns with their device system.

Manufacturer narrative:
Product ID 3776-60, serial# (B)(4), implanted: 2008 (B)(6), product typ lead, product ID 37752, serial# (B)(4), product typ recharger, product ID 37742, serial# (B)(4), product typ programmer, patient product ID 3708220, serial# (B)(4), implanted: 2008 (B)(6), product typ extension, product ID 3487a-56, lot# v085460, implanted: 2008 (B)(6), product typ lead, product ID 3487a-56, lot# v083355, implanted: 2008 (B)(6), product typ lead. (B)(4).